Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was a flame in operating room because of the cable. There was no patient involvement.